Manufacturer narrative:
The field service engineer could not confirm the reported failure. The unit functioned as designed. The hospital had a third party come in and repair their gas lines. There were no parts replaced. There was no malfunction of the device.

Event description:
The customer reported low oxygen. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G5:510(k)#:k102054. B4:13aug2021. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the gas delivery system (gds) to resolve the issue. The unit was tested and it was returned to service.